Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Dryness was reported following an intraocular lens (iol) via a patient oriented program (pop) report. The symptoms were improved through the use of eyedrops and continued rapid blinking, but occurs when tired.